Manufacturer narrative:
H6 patient codes corrected. Only the sheath was returned as the actual product. The broken tip was enclosed. The returned product was investigated and it was confirmed that the sheath tube was torn off at the 17 mm point from the tip of the sheath. Magnifying observation was conducted on the torn-off portion. It was observed there was a breaking section on the sheath tube that might had been made by sharp instrument. Also, it looked like the rest of the broken part was detached /torn-off when the sheath was pulled off in the procedure.

Event description:
It was reported that the radioplaque tip broke off. The 80% stenosed target lesion was located in a fistula venous anastomosis of the left arm. A super introducer sheath was selected for use. During the procedure, it was noted that the radioplaque tip broke off when pulling the sheath. The device was removed from the patient was not intact. There were no patient complications reported.

Event description:
It was reported that the radioplaque tip broke off. The 80% stenosed target lesion was located in a fistula venous anastomosis of the left arm. A super introducer sheath was selected for use. During the procedure, it was noted that the radioplaque tip broke off when pulling the sheath. The device was removed from the patient was not intact. There were no patient complications reported.